Event description:
A sales representative reported on behalf of a customer that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20 device was being used during an unnamed procedure on (B)(6) 2024, and ¿cautery had flames coming out of the tip when the surgeon tried to cauterize an artery on a hematoma. Patient was not harmed. Immediately discontinued use of the cautery and used a new one.¿. The procedure was completed with a ¿different pencil¿ and no reported delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20 device was being used during an unnamed procedure on (B)(6) 2024, and ¿cautery had flames coming out of the tip when the surgeon tried to cauterize an artery on a hematoma. Patient was not harmed. Immediately discontinued use of the cautery and used a new one.¿. The procedure was completed with a ¿different pencil¿ and no reported delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received two plp2020 in opened original package. Lot number was verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection using the esu system 7550 (c8406). The device functioned as intended with no abnormalities noted. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two (2) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 4 reports, regarding 4 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not use electrosurgery in the presence of flammable anesthetics or other flammable gases, fluids, or objects, or in the presence of oxidizing agents, as fire may result. We will continue to monitor for trends through the complaint system to assure patient safety.